Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was not able to be confirmed during the evaluation step of the complaint process . 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the IFU was performed and it was confirmed the IFU gives instruction for establishing the correct condition an proper connection of scopes to the clv-190. This may have prevent the reported discrepancy of an unsupported scope error that was observed. Specifically the IFU states; before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction b. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The user connected to the output connector of the light source device without adequately drying the scope, resulting in a temporary contact failure of the connector and a e315 error (unsupported scope). Poor contact may cause the scope to communicate with the video processor incorrectly and result in e315 failure.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus an unsupported scope error when using a 190 series scope with the cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.